Event description:
Per distributor: the customer was admitted to the hosp suffering dka. It apears that pump was not delivering insulin during the night and no alarms occurred. The batteries were replaced and the display remained blank. The distributor requested a replacement pump.